Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The force bipolar instrument has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument was "dancing" without the control of the surgeon. The procedure was completing as planned with no reported injury.